Event description:
It was reported that a patient with stenosis underwent a spinal procedure using an interspinous spacer device. After the physician measured l4/5, a crack was noticed on the l5 spinous process as the trial spacer was being placed. The physician changed the procedure to a laminectomy. The physician stated that the sizing distractor may have been extended too much. No other complications were reported and the patient's condition is reported as "good". It was also reported that the patient did not have osteoporosis.

Manufacturer narrative:
(B)(4): (no code available for "spinous process crack"). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.